Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 600mg/dl and a manual injection was administered to address the bg level. Troubleshooting for the occlusion alarm could not be confirmed due to air bubbles being observed in the infusion set tubing that could not be primed out. A supply change was performed resolving both the air bubbles and the occlusion issue.